Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, journey femoral implant impactor bumper left broke while inside the patient. Procedure continued with a backup device from smith and nephew and without a delay. Further details are unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the impactor bumper broke during a tka. Reportedly, the procedure continued with a s+n backup device without delay or patient injury. Responses to the requested clinical documentation/information had not been received as of the date of this investigation, therefore, the root cause and the patient impact beyond the reported modified procedure could not be determined; however, no patient injury or surgical delay was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.